Event description:
Technician alleged that the head will not go up. No alleged injuries by account.

Manufacturer narrative:
Technician found the head up valve is stuck. The cause is contamination in the hydraulic fluid. Technician replaced the head up valve to resolve the issue.